Event description:
It was reported that intermittent noise was observed on the right atrial (ra) and right ventricular (rv) on stored electrocardiograms. The noise was reproducible with subtle range of motion (rom). The patient underwent a procedure during which the chronic leads were visualized in the pocket and appeared to have some degree of insulation compromised. The ra and rv leads were removed successfully. The patient was discharged following recovery.